Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the conquest 40 pta balloon. During the procedure, the balloon allegedly inverted along the proximal segment. It was further reported that it could not be removed from the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D2b (dqy;lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one conquest 40 pta dilatation catheter. Upon visual inspection, it was noted the device was returned loaded within an unknown brand sheath. The distal end of the balloon was extending out of the sheath distal tip. The returned sheath was bloody, and the tubing had blood within the tubing and cockstop. No anomalies noted to the bifurcate or luers. During functional testing, the returned sheath was retracted proximally from the balloon and flushed. Then using an in-house presto inflation device, the balloon was inflated in order to reshape the prolapse of the balloon. Once deflated, the balloon did not revert back to the prolapse. An attempt was made to remove the returned sheath but was met with high resistance once it reached the distal tip of the balloon. Since removal of the sheath was not possible, it was retracted to the proximal end of the catheter and left there. Balloon was retracted and no further functional testing was performed. Therefore, the investigation is confirmed for the reported sheath removal difficulty as the removal of the sheath was not possible and the investigation is unconfirmed for the material deformation as no deformation was noted on the balloon. A definitive root cause for the reported sheath removal difficulty and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the conquest 40 pta balloon. During the procedure, the balloon allegedly inverted along the proximal segment. It was further reported that it could not be removed from the sheath. There was no reported patient injury.